Event description:
It was reported by the patient that they were feeling a cord on top of their cardiac resynchronization therapy defibrillator (crt-d) near the collarbone. Follow-up was attempted but was not successful in understanding if the patient's crt-d had migrated. The crt-d remains in use., no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.